Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a balloon rupture occurred. While using a 2.5 x 8 nc emerge balloon, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with a different non bsc device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was blood in the lumen. The balloon was loosely folded. Microscopic examination found no irregularities or defects in the balloon or markerbands. Microscopic examination of the tip found no irregularities or defects. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to rated burst pressure and held pressure for 5 minutes, without losing pressure or leaking. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported balloon rupture. (B)(4).

Event description:
2.5 x 8mm nc emerge balloon was originally reported and correct device should have been an 2.5 x 15mm nc emerge balloon. It was further reported that the balloon ruptured on the first inflation.